Manufacturer narrative:
At this time product has not yet been returned and a valid meter serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter; no trends were identified that would indicate any product-related issues. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Testing was performed on retained freestyle strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating not receiving a replacement adc meter, due to the initial meter message of errc -3 after the sample was applied by the test strip. As a result, on (B)(6) 2022, the customer experienced unspecified low blood glucose levels of "around 30 to 40mg/dl", had a loss of consciousness, and was rushed to the emergency room. Upon arrival, the required resuscitation several times and was provided medication to increase blood glucose levels. No further information was provided as the customer ended the troubleshooting process no further information was provided. There was no report of death or permanent injury associated with this event.